Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was malfunctioning and unable to close. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cage in drawer 6 of the aux had come loose. When a customer attempted to forcibly close the drawer, it broke the retractor band and fh controller board in the back. A field service engineer replaced both rails for drawer 6, the retractor band, and the drawer controller board. The system functioned as intended after the field service engineer repaired the device.